Event description:
It was reported the patient gained weight and the ipg has moved up in the pocket. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced.